Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00822. Additional information received indicated the patient's system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00822. It was reported the patient ((B)(6)) experienced ineffective therapy as both leads had migrated out of the foramen. Surgical intervention may take place at a later date.